Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope was reprocessed with no water supply pipeline disinfection. There is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: they had a water line that was not disinfected and error e99 occurred when pressed start on water supply pipeline disinfection during water filter replacement. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
It was reported the gastrointestinal videoscope was reprocessed in an automatic endoscope reprocessor that had a water line that was not disinfected and error e99 occurred when pressed start on water supply pipeline disinfection during water filter replacement. There were no reports of patient involvement.